Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] staphylococcus non aureus (5cfu / endoscope). [Second time; (B)(6) 2019] ochrobactrum anthropi and staphylococcus non aureus. (The total cfu of the ochrobactrum anthropi and staphylococcus non aureus is 14cfu / endoscope). [Third time; (B)(6) 2019] the air/water channel: staphylococcus non aureus (4cfu / endoscope). The suction channel: sphingomonas paucimobilis and staphylococcus non aureus. (The total cfu of the sphingomonas paucimobilis and staphylococcus non aureus is 4cfu / endoscope). The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie 4, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.